Event description:
It was reported that this right ventricular (rv) lead was explanted due to dislodgement, confirmed by x-ray. When trying to reposition the lead, it pulled tissue into helix when retracted and could not be repositioned. A same model lead was implanted successfully. No additional adverse patient effects were reported.